Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was off for an extended period of time. Upon turning the pump back on, the date was noted to be inaccurate. There was no impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.